Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-04620. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not reproduce the reported phenomenon. The device was failed the automated air leak test using the emt (endoscope multifunction tester). Olympus repair center surmised that this phenomenon attributed to an electrical continuity error due to water invasion in the scope connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image disappeared. The procedure was extended. There was no report of patient injury associated with this event. The user facility did not provide information that whether the procedure was completed successfully.